Manufacturer narrative:
The technician found the left side rail is missing the lower pivot bolts. The most likely cause is force such as the side rail being ran into an object during transport. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006, 2007 and 2009. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left side rail lower pivot bolts and latch bushings to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the left side rail is not latching. The stretcher was located in hobbs basement at the facility. There was no patient/user injury reported. (B)(4).